Event description:
The customer reported being hospitalized last week again due to diabetes ketoacidosis and high blood glucose of 578mg/dl. The customer was treated with fluids and was disconnected from the insulin pump. The caller was unsure to troubleshoot the device at the time. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.